Event description:
It was reported that the patient was experiencing frequent charging of ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was discarded by the facility.